Manufacturer narrative:
In the case description, the user mentioned receiving low bg alerts from the omnipod 5 application though a fingerstick registered high bgs. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of issues with insulin delivery. The phb audit data confirms that low bg readings were being received by the pod on the date of occurrence which caused the generation of urgent low glucose alerts. The phb audit data showed that the agc algorithm was not suggesting basal insulin during this time as the system reduced and stopped suggestion several cycles prior due to decreasing egvs. The system did not suggest basal insulin while egvs were below 60 mg/dl and only suggested basal insulin while egvs were below target when a sharp increase in egvs was predicted, which is expected behavior of the system. The agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs. Logs showed constant communication between the pods and the cgm sensors used during the reported event. It could not be conclusively determined based on the available controller log files if the egvs provided by the cgm sensor were accurate to the user's true bg values. The exact cause of the reported sensor reading issue could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached 1300 mg/dl. The patient also had blood glucose (bg) values that dropped to 50 mg/dl. The patient was said to be have experienced a heart attack. For treatment, the patient was given intravenous (IV) drips, insulin and diagnostic tests. The patient was discharged after 7 days. The pod was worn between 1 and 4 hours on the abdomen.